Event description:
The customer reported that the system experienced a 'kv on in error' error resulting in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.